Manufacturer narrative:
Additional contact information: (B)(6). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had found that the machine is not being able to shutdown during the procedure. Even they also could not duplicate the issue. Then the fse had checked the video display board and executive processor board from which an error code as 107 is being appeared as per the service manual states.

Event description:
N/a.

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unit shut off. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).